Event description:
Medtronic is investigating the potential for the device battery to become depleted following routine device servicing. There have been no confirmed cases of the reported anomaly.

Manufacturer narrative:
The investigation by medtronic concluded that reported anomaly could be caused by incorrectly disconnecting a laptop computer from the deivce at the completion device servicing, and inadvertenly leaving the device turned on in the 'manufacturing/test mode' until the battery subsequently becomes depleted and the device shuts off. Service software has been changed so that the device will be forced to reboot upon the completion of a service download; which will force the unit out of the 'manufacturing/test mode' and ultimately time out after 5 minutes if left unattended.